Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. Possible causes for polyethylene wear include malalignment between the implants, inclusion of the polyethylene in the recall, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) - 200-02-38 - three peg patella 38mm (B)(6) - 234-03-04 - optetrak asy,ps cemented femoral, sz 4.

Event description:
It was reported that a male patient who had an initial right knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2024, approximately 8 years 2 months post the initial procedure. The patient was brought back for right knee poly wear. The femur was found loose when checking the components. The tibia was removed as well. The patient was revised to a competitor¿s devices. There were no device breakages or surgical delays reported during the procedure. X-ray was provided. The patient was reported to be in stable condition following the event. The explanted devices are not available for analysis. The patient requested them. Device images were provided. No further information.